Manufacturer narrative:
The customer technical specialist (cts) was contacted again by the customer and was informed to cancel the service call as they fixed the leak. Tubing for pinch valve vl4b was broken and the customer replaced it to resolve the leak. (B)(4).

Event description:
The customer reported a leak of clear fluid from a coulter lh 780 hematology analyzer. The leak was not contained within the instrument the customer was wearing personal protective equipment (ppe) consisting of laboratory coat, glasses and gloves at the time of the event. There was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event.